Event description:
It was reported via repair work order that the brakes would not hold due to a broken cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was also found that the side rail may become unlatched during use due to a broken weld at the latching spindle.

Event description:
It was reported via repair work order that the brakes would not hold due to a broken cam and the siderail may become unlatched during use due to a broken weld at the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.